Event description:
The customer contacted baxter's technical service center for assistance bypassing to day drain. The caregiver (cg) stated when she went to connect the home patient to the homechoice for day drain, the patient line did not have a cap on it. The cg did not know how long the cap was off, so she started over with new supplies. The baxter technical service representative (tsr) assisted the cg with bypassing to day drain. The drain volume began increasing. Product surveillance contacted the cg who stated she placed a cap on the patient line, but when she returned to the set-up to connect her husband, the cap had fallen off. The cg stated she did not experience any difficulty placing the cap on the patient line and does not recall a loose connection. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.